Event description:
It was reported that the patient's blood glucose level reached over 250 mg/dl. The patient experienced a communication error while with the pod while he was asleep. The device was worn between 4 and 24 hours. Details regarding treatment were not reported.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be shortened and torn. The observed shortened soft cannula was confirmed with an out of specification measurement of the returned soft cannula. Fluid was observed to be leaking from the shortened soft cannula. Complete fluid path testing could not be completed due to the entire fluid path not being returned. The timing and cause of the observed soft cannula damage could not be determined. Investigation found no defects or deficiencies that would contribute to a communication error. No timeouts or drive stall were observed in device data. The patient history buffer data files showed the automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. The device communicated with the master personal diabetes manager (pdm) during the investigation. The device was reset, paired to the master pdm and programmed to deliver a 5-unit bolus. No communication error occurred during rerun. The cause of the reported communication error could not be determined. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone12.1 cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.